Event description:
It was reported that during the final tightening of the setscrew, the setscrew became stuck in the head of the bone screw and could not be tightened or backed out any further. The setscrew was left implanted sitting proud in the screw head with little or no contact to the rod. No pt complications were reported.

Manufacturer narrative:
Device was returned to medtronic for evaluation. The torque limit of the driver tested higher than specification. Nominal torque valve is 90 in/lbs and the driver ranged between 108 and 103.9 in/lbs. Although the driver tested with a higher torque value, the reported failure could not be duplicated when tightening a setscrew up to 140 in/lbs on a ti rod. The setscrew was still able to be removed. Unable to determine cause of the event.